Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a questionable elecsys t4 assay result for 1 patient tested on a cobas 8000 e 801 module. The initial t4 result was 70 pmol/l with a repeat result of 15 pmol/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The t4 reagent lot information was not provided. The customer noticed that there was a bent nozzle on the pre-wash unit causing pre-wash reagent to spill. The investigation is currently ongoing.

Manufacturer narrative:
Further information was requested for investigation, but none was provided. The investigation did not identify a product problem. The cause of the event could not be determined.